Event description:
It was reported that the device received an error code 120.4630. No patient involvement was noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 120.4630. Technical support- tech has error code 120.4630 on 8015 ls unit, which has to do with the battery voltage is to low when charging and also can be with the power supply processor charger error also. Before call in tech had already replace battery and still get same error instead of replace power supply board tech will send unit in for services repair confirm price quote for repair services. Tech thank me for my assist. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/14/2016 to the present date 10/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed a battery charge failure error code. There was no patient involvement.